Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. The patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized. The patient was treated with injection reflin 1g per day (route not reported) and injection tobramycin 40mg per day (route not reported) for peritonitis. The outcome of this peritonitis event is unknown.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.